Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had physical damage at the reservoir area. Customer's blood glucose value was 81mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.